Event description:
It was reported that during an ear atresia surgery, it was observed that the attachment device was overheating. The reporter also stated that the burr seemed loose. There was a one to two minutes delay to the surgical procedure to set-up the spare identical device. The reporter stated that the surgery was completed successfully using the spare identical device. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
\The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device met all manufacture's specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.